Manufacturer narrative:
(B)(4). Device history record (DHR) investigation did not show issues related to complaint. One (1) applier of catalog number 543965 auto endo5 ml was received used, opened without original package; lot # 73c1500487 was confirmed with sample. During visual inspection all components looked well assembled, no stuck clip in jaws, in addition; sample was received without remaining clips; orange indicator is observed in jaws of applier and this condition indicates that applier has no remaining clips. Sample received did not confirm the defect reported by the customer "broken." A corrective action cannot be established due to the sample condition. Sample was received without remaining clips, and therefore; a failure mode could not be duplicated. In addition, all products are 100% tested by manufacturing and this defect would have been detected during the functional testing.

Event description:
Alleged event: the applier broke during a case by the first assistant. He pulled the green handle forward and clogged the trigger mechanism. No debris fell into the patient. The patient's condition was reported as fine.

Event description:
Alleged event: the applier broke during a case by the first assistant. He pulled the green handle forward and clogged the trigger mechanism. No debris fell into the patient. The patient's condition was reported as fine.

Manufacturer narrative:
(B)(4). The device history review could not be conducted because the lot number was not provided. The device sample has not been returned for investigation at the time of this report. The manufacturer will continue to monitor and trend related events.